Manufacturer narrative:
(B)(4). Additional suspects medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. Model #: sc-4316, lot #: 18663596, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had developed an infection at the ipg site. Symptoms included redness, swelling, and drainage. It was believed that the infection was not device related. The patient was prescribed antibiotics and underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the physician did not believe that the infection was procedure related.

Event description:
A report was received that the patient had developed an infection at the ipg site. Symptoms included redness, swelling, and drainage. It was believed that the infection was not device related. The patient was prescribed antibiotics and underwent an explant procedure.